Event description:
Reporter alleged the lot number is scrapped off of the test strip vial and the catalog number is not clearly seen. No actions or treatment were reported as a result. A request was made for the return of the suspect device and replacement product was sent.